Event description:
This is a spontaneous report by a nurse from the USA of respiratory infection and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced respiratory problems. On (B)(6) 2011, the patient was hospitalized. During hospitalization, the patient developed a respiratory infection which grew into peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering. Pd therapy was ongoing. Concomitant medications were not reported. The nurse stated that the events of respiratory infection and peritonitis were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a23023 and h11a03116 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.